Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (quiet sounds) issue. It was reported that the audio tone feature of the pump was producing quiet sounds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: the pump was able to power on with no issues. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked.